Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the pst found that although the flow sensor operated as intended, the spring latch was broken. This complaint is related to (B)(6) / MFR# 1828100-2022-00114. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during laboratory analysis of the device, the flow sensor was found to have a broken latch spring. There was no patient involvement.